Event description:
It was reported an atb35 was used during a lapraroscopic assisted vaginal hysterectomy. It was reported by the affiliate the staples malformed and would not cut the tissue. A new instrument was used to complete the case. There was no consequence to the patient.